Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the opening guide wire was inserted and teamed with the 14.5mm reamer. There were two pieces of metal on the x-ray. This was from the 14.5 mm reamer. Surgeons continued with the procedure. Metal came from the tip of the reamer. The instrument was replaced on the set. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument confirmed that drill bit fractured near the tip. The fractured fragments were not returned. Also noted extensive wear of the cutting flutes. The dullness on the cutting surfaces can increase forces on the instrument when used and lead to fracture. Hardness taken is within spec as documented on the attached dimensional analysis file. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: 47249240012, greater trochanter femoral nail - green right 12 mm diameter 40 cm length, 62351290 47248404050, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, unknown 47248404550, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 63849492 47248404550, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 63877602 47248405550, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 63641877 47248407050, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 61252897 47248407550, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 61211302 47249009700, tear drop guide wire 3.0 mm diameter 100 cm length, 63836284 47249009700, tear drop guide wire 3.0 mm diameter 100 cm length, 63855457 00249001230, 3.0 mm threaded pin 305 mm length, unknown

Event description:
It was reported that the opening guide wire was inserted and teamed with the 14.5mm reamer. There were two pieces of metal on the xray. This was from the 14.5 mm reamer. Surgeons continued with the procedure. Metal came from the tip of the reamer and was unable to be retrieved. The instrument was replaced on the set. Attempts have been made and additional information on the reported event is unavailable.